Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report 6000048-2007-00011 for a description of the other event. It was reported to boston scientific in 2006, that a trapezoid rx lithotripter compatible basket device was used for a stone removal procedure in a female patient ( age and weight unknown) the same day. According to the complainant, the basket would not close onto the stone, thus the stone could not be removed. The physician did not complete the procedure and the patient is under observation.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.